Event description:
The customer advised they had to reject tubes because of short draws. They customer advised they tested the vacuum and they are not filling very well occurring with about 25-50% of tubes. The customer reported the last little bit [of blood] is really slow to fill and even then it is right at the bottom of the fill triangle. The customer advised they used safety blood collection sets (butterflies) and straight needles. They stated they always use a discard tube when drawing a blue top with butterflies (safety blood collection sets), and phlebotomists are holding the tube in the holder with their thumb until the tube is filled completely as per IFU. The customer reported the underfilling was experienced by at least half of their phlebotomy staff.

Manufacturer narrative:
Complaint statement (B)(4): received 1rk 454322/a22053br for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint, picture, and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation of the concerned batch revealed no deviations. Customer samples were tested regarding the draw volume and the amount of additive. All parameters remained within the +/- 10% tolerance range. The alleged malfunction could not be duplicated.